Event description:
It was reported that a person using the ilet bionic pancreas experienced hyperglycemia, peaking at 375 mg/dl, after announcing a ¿usual¿ meal that contained more carbohydrates than typical, while newly on therapy, with device corrections active and no device malfunction reported. Symptoms included hyperglycemia accompanied by headache, polydipsia, fatigue, and urinary frequency. Outcomes included temporary clinically significant hyperglycemia with subsequent improvement as glucose trended downward after guidance and ongoing automated correction. Investigation included review of device data, user counseling on consistent meal announcements, and troubleshooting with instructions to replace infusion set and supplies if glucose remained elevated. Investigation of this case revealed the device was delivering corrective insulin and performance was consistent with stabilization efforts during early use, with no evidence of device failure. It was concluded that the event was most consistent with hyperglycemia related to incorrect meal announcement size and early adaptation, with no confirmed device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.